Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found fully breached outer insulation degradation was noted at 4.4 to 4.5cm from the connector pin.

Event description:
This report is to advise an event observed during analysis.